Event description:
The MFR received info alleging a ventilator's internal battery was not charging. There was no report of harm or injury.

Manufacturer narrative:
The device has yet to be evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.